Event description:
It was reported patient underwent a comprehensive reverse total shoulder arthroplasty in 2013. During the procedure, a threaded steinman pin fractured in the patient. The fractured fragment was removed and another steinman pin was utilized to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.